Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer reports the power cord is burnt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.